Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hand set on the vasoview hemopro 2 kept 'going in and out' of power. They tried switching to power cord, cable, power supply and then opened a new kit and were able to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).